Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has no external ECG or bp. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (investigation type, investigation findings, component codes & investigation conclusions). The fse that encountered the issue replaced the external ports (0012-00-1677). The issue persisted the x1 transducer was not showing. The fse dismantled the system to check for issues. The fse found corrosion on the original external ports' grounding flange and its associated ground connection. The fse cleaned the ground connection. The unit then showed the x1 transducer properly. The unit also read external ECG and bp correctly. The unit was ran overnight for stress testing. The fse performed a full pm with calibration, safety, and functionality checks per the service manual. The iabp was returned to the customer for clinical use. The maquet failure analysis and testing dept.(fat) received the external monitor connector cable p/n: 0012-00-1677 associated with this complaint. The fat installed the part into the cardiosave test fixture and tested the connector and cable assembly to factory specifications per the cardiosave service manual. The fat dept. Verified the failure of the external cable and connector failure. (No external bp and ECG reading). No corrosion was found on connector. Retaining the external connector cable assembly in the fat dept. Per procedure.